Event description:
A us distributor reported that a patient experienced an inappropriate defibrillation event consisting of one treatment. The lifevest detected ventricular tachycardia (vt) at 16:25:31. The response buttons were pressed intermittently between 16:25:45 and 16:27:05. The lifevest delivered a treatment at 16:28:10. The patient's vt spontaneously converted to a sinus rhythm approximately four seconds prior to the treatment. The patient was conscious during the event but did not press the response buttons immediately prior to the treatment. The patient was taken to the hospital via ambulance and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4). Electrode belt (B)(4): 10/2008. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.